Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been four other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, after the iol was implanted into the patient's eye, the doctor noticed streak-like foreign material adhered to the back of an iol. The foreign material was removed by irrigation/aspiration without any problems, and the surgery was completed without product replacement. There are two medical device reports associated with this event. This is 2 of 2.

Manufacturer narrative:
Correction information provided in h.6. On initial MDR the evaluation method code of 4117 was an error. It should have been 4114 on the original MDR. Additional information was provided in h.3., h.6. And h.10. The used suspect cartridge was not returned for evaluation. Nine unopened cartridges were returned in an opened 10-count carton for lot 15327065. One sample was pulled randomly for testing. The returned unused cartridge was evaluated. The cartridge was opened and microscopically examined with no damage observed. No particulate was observed inside the cartridge lumens. The cartridge was functionally tested per the device for use (dfu). No lens or cartridge damage was observed after the lens delivery. No foreign material was observed. The cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The root cause for the reported complaint could not be determined. The used cartridge complaint sample was not returned. No determination can be made without physical evaluation of the complaint sample. One of the unopened cartridges returned for the reported lot was evaluated. No foreign material was observed. Functional and dye stain testing was conducted with the unopened sample with acceptable results. No foreign material was observed after the functional testing. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).